Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. (B)(4): off-label use (patient under 21 years old.) Claim#: (B)(4).

Event description:
It was reported that a 13.7mm vticmo 13.7 implantable collamer lens of -12.5/2.0/013 (sphere/cylinder/axis) was observed to tear/break during injection/delivery into the patients left eye (os) on (B)(6) 2022. The lens was implanted; removed intra-operatively on (B)(6) 2022. On the same day different surgery a replacement lens of different axis was implanted vertically and the problem resolved. Cause reported as unknown.